Event description:
It was reported that: while the device was ventilating a patient, the device posted an error code and a message on the display. The device then stopped ventilating the patient. The patient was manually ventilated with an alternate device and then transferred to another ventilator.